Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, patient had black stool. Bloodwork was completed and result showed low hemoglobin, low hematocrit and positive stool occult. Patient came to clinic on (B)(6) 2019 for suspected gastrointestinal bleed. Patient was admitted with dizziness and nausea. Patient was given 2 units of packed red blood cells (prbcs) as treatment and patient was noticed to be hypertensive (map 110). Labetalol and hydralazine given to as anti-hypertensive drugs to reduce map to baseline. Patient was discharged on (B)(6) 2019. Ant esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019. The source of the bleed was not identified. Patient was off aspirin and on coumadin. Target inr reduced to 1.5 for this patient. The plan is to continue to monitor. No further or additional information was provided.